Event description:
While on a pt the ventilator failed. The unit was swapped out and no pt injury occurred. A high pressure alarm was activated. The ventilator settings are unknown. The unit's air gas module was replaced and the unit is operating within specifications after calibration and functional check.